Event description:
(B)(4) study. It was reported that following a coronary artery stenting treatment procedure, the patient had angina and myocardial infarction (mi). The lesion being treated in the index procedure was located in the left main coronary artery (lmca) extending to proximal left circumflex (prox lcx) with 90% stenosis and was 12 mm long with a reference vessel diameter of 3.5 mm. The lesion in the lmca was pre-dilated with a 3.5x9mm maverick balloon catheter, resulting in chest pain with inflation which was treated with intracoronary nitroglycerine and intravenous fentanyl. Post pre-dilation a 3.50x16mm taxus liberte stent was placed in the target lesion, with 0 % residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012 the patient presented with intermittent chest pain located on the left side radiating to the left upper extremity and also associated with shortness of breath and lightheadedness. The impression was that of acute coronary syndrome likely due to effort-induced ischemia which is due to increased physical activity in setting of incomplete revascularization. However the patient was hemodynamically stable and was treated with "the best medical therapy". The event was considered as resolved without residual effects. The patient was discharged on aspirin.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: the manufacturing batch record review confirmed that the device met all applicable specifications. Review of available information revealed no evidence that the reported clinical event is attributable to a device related root cause. The root cause is anticipated procedural complication as the reported patient effects are listed as potential adverse events in the product directions for use. (B)(4).